Manufacturer narrative:
Concomitant products: product ID 3888q33, lot # va0d8d6, product type lead; product ID 3888q45, lot # va07lh4, product type lead. (B)(4).

Manufacturer narrative:
Updated to intervention required and serious injury due to new information received. (B)(4)

Event description:
Additional information reported electrode 8 had impedances less than 50 ohms. Fluoroscopy imaging revealed the lead migrated. The lead was replaced and the event was considered resolved without sequelae. The etiology was the lead and noted as not applicable to the device or therapy and possibly related to the implant procedure.

Event description:
It was reported electrodes 3 and 7 had impedances greater than 10,000 ohms. No signs or symptoms were reported and the event was noted as ongoing with no further action needed. No interventions had been taken. The event was unlikely related to the implant procedure.

Event description:
Additional information reported electrode 6 and 12 had impedances greater than 10,000 ohms also. No action had been taken and the event was still considered ongoing with no further action needed.